Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra had two issues: meter will not turn on; meter is giving inaccurate high readings compared to the way she was feeling. The complaint is classified based on the documentation of the customer care advocate (cca). The mas also called the patient to obtain/clarify information. The legally blind patient tests her blood glucose 4-5 times per day. The patient takes 60 units of lantus daily and is on a sliding scale for his humalog. The patient will not take more than 5 units of humalog when her glucose reading is above "300 mg/dl." The reported issues started on the same day the patient contact lfs. The patient was unable to recall at what time she developed her symptoms of feeling shaky. The patient had taken her usual 60 units of lantus that day. On the same day, the patient took numerous glucose test results throughout the day obtaining readings of "206, 230, and 270 mg/dl." The patient did not take any humalog based on his sliding scale (patient does not take any bolus when her readings are below 300 mg/dl). The patient did not eat food and/or drank beverage during this time because she thought her readings were high. She eventually developed symptoms of feeling shaky (symptom the patient perceived as being low). She obtained another reading that was approximately in the 200 mg/dl after she developed her symptom. The patient administered self-treatment by eating food and/or drinking beverages based on the symptom. The symptom eventually subsided soon after. The patient did not require medical intervention due to the reported issue. During troubleshooting, the cca verified that the patient was using the correct testing technique, the puncture area was cleaned correctly, and the sample source was from approved sites of testing. This complaint is being reported because she did not eat food and/or drink beverages due to her high readings and developed perceived low symptom of feeling shaky. She further reports the symptoms abated after eating. It is not clear if she was following medical advice when she decided not to eat as a response to obtaining high readings. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.